Event description:
It was reported that during a percutaneous coronary intervention, a catheter became stuck on the guide wire. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. Resistance was noted while advancing a non bsc catheter over the kinetix guide wire. Prior to reaching the lesion, the catheter became stuck on the wire. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).